Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flex vision pc would not start up. Review of the system log files showed malfunctioning of flexvision pc. Fse performed the troubleshooting and found a faulty flex vision pc. To resolve the issue, fse replaced the flex vision pc and hard disk drive, reloaded the software, and backed up the system. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flex vision pc would not start up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.